Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedances on the right ventricular (rv) lead. The impedances were greater than 200 ohms. The patient was brought in for defibrillation threshold (dft) testing and the shock vector was changed. The ICD and rv lead remain in service. No additional adverse patient effects were reported.